Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the warm up period was interrupted and the process reinitiated without an alert . No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the warm up period being interrupted and reinitiated without an alert could not be determined. A root cause could not be determined.